Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg had scale marking issues. The following information was provided by the initial reporter: material no. 928850 batch no. 0202228. It was reported that consumer is not sure if she drew up and injected the correct amount of medication and might have taken too much. Verbatim: consumer reported was using a different size 3/10ml insulin syringe for allergy shot amount .02. She was given from pharmacy the 1ml super thin insulin syringe did not know where to draw to, drew down to 20 units. Thinks she might have taken too much now. Advised consumer to call her doctor or pharmacy to inform of proper use and items.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0202228. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text: see h10.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 10bag 500 pl/wg had scale marking issues. The following information was provided by the initial reporter: material no. 928850; batch no. 0202228. It was reported that consumer is not sure if she drew up and injected the correct amount of medication and might have taken too much. Verbatim: consumer reported was using a different size 3/10ml insulin syringe for allergy shot amount .02. She was given from pharmacy the 1ml super thin insulin syringe did not know where to draw to, drew down to 20 units. Thinks she might have taken too much now. Advised consumer to call her doctor or pharmacy to inform of proper use and items.